Event description:
A pt reported experiencing inaccurate high results with a surestep flexx with laser meter. The pt's blood glucose results were 358mg/dl (meter), 160mg/dl (lab). Tests were done < 10 minutes apart with a difference of 124%. Pt did not experience any adverse events. No further info has been reported.